Event description:
It was reported by the patient's legal counsel that the patient received a tka on (B)(6) 2006. On (B)(6) 2011 the patient's implants were removed because of loosening and infection. On (B)(6) 2011 the patient received a new tka.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.